Manufacturer narrative:
The patient presented with neurapraxia of the left side of the mouth almost 2 months post accutite treatment. Investigation is ongoing. 30-oct-2024: follow up report is submitted to perform corrections and to submit investigation results. D1 was corrected. E1 (title) was updated to ms. E3 was corrected to nurse. Investigation results: no technical issues were found in the system during service inspection. The handpiece was discarded and hence could not be inspected. Investigation attributed the root cause to user errors: the reported neuropraxia was caused by working in the "no fly" zone, close to the branches of the facial nerve, using excessive cut off temperature not congruent with IFU. Additionally, it appears the nurse did not inject enough tumescent which contributed to the nerve damage. None the less, the condition has almost fully resolved. The customer was retrained.

Event description:
Neurapraxia of the mouth after accutite procedure.

Manufacturer narrative:
The patient presented with neurapraxia of the left side of the mouth almost 2 months post accutite treatment. Investigation is ongoing.

Event description:
Neurapraxia of the mouth after accutite procedure.